Event description:
Reportedly, on 1 may 2024, the smartview connect screen showed that the last transmission was dated 21 november 2023. A week later, the smartview connect was turned on and a screen appeared with a serie of several messages. Following it, the message ¿no signal¿ was displayed despite changing location.

Event description:
Reportedly, on 1 may 2024, the smartview connect screen showed that the last transmission was dated (B)(6) 2023. A week later, the smartview connect was turned on and a screen appeared with a serie of several messages. Following it, the message ¿no signal¿ was displayed despite changing location.

Manufacturer narrative:
Analysis summary: upon reception, the smartview connect was tested and the reported behaviour was initially reproduced since the message "no signal" was displayed. However, it quickly disappeared, and the device was finally successfully connected to the network. Most of the messages displayed are not included in the smartview connect software code, which means that they are not related to the smartview connect application and that the user was probably on a different screen (dashboard or settings). Nevertheless, it is difficult to confirm the origin of these messages without supporting pictures. The signal issue could have resulted from a poor network coverage at the location of the device when the error message was displayed. Based on available data, no malfunction is suspected on the smartview connect app. This case is recorded for trending purposes.